Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (service code displayed) was confirmed. Upon evaluation, the monitor displayed a service code 205 indicating corrupt programming and causing the monitor to fail incoming testing. The root cause for the programming corruption could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.